Event description:
It was reported that during a gastric bypass procedure, there were malformed staples. There was no staple line bleeding. A similar device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.